Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with heavy calcification, heavy tortuosity and 90% stenosis. The 4.0x15 mm xience skypoint stent delivery system (sds) failed to cross the lesion, so orbital atherectomy was attempted; however it could not cross. The tip of the xience skypoint sds became frayed [broken]. A 3.5x15 mm stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.